Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced because the impedance values were ¿not ok¿ and the ins had ¿no stimulation¿ output. Impedance testing that was performed before the day of surgical intervention found the ins had impedances ¿>10000 ohms for each pod¿ and that the impedance values remained >10000 ohms after the ins and extension connections were cleaned and dried. The impedance of the extension without the ins was noted to be ¿ok.¿ besides experiencing ¿no stimulation¿, it was also reported the patient had ¿felt under broken stimulation.¿ the patient was reported to have felt ¿under broken stimulation¿ or ¿not continuous¿ stimulation since implant of their ins. The patient was reported to have ¿felt pain¿ due to the absence of continuous stimulation. There were no falls or traumas reported. Upon replacing the patient¿s ins, it was reported that it was ¿perfect¿ and the patient was receiving ¿good stimulation.¿ there was no patient injury or death as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Please note the patient¿s system was considered to be an off-label use system as they were a sacral nerve stimulation (scs) patient with a deep brain stimulation (dbs) extension implanted. The ins has the reported product code of lgw, while the patient's extension is approved for mhy and used for lgw. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿ there were no anomalies found with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.